Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring battery voltage of 2.7 volts after 6 months of service. It was reported that the patient had not been exposed to radiation or strong magnetic fields. A guidant technical services (ts) consultant recommended obtaining a save-to-disc, and sending this in for evaluation. There have been no reported symptoms associated with this clinical observation.